Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced heavy heart beats after implant. The physician stated to the patient that this was occurring due to the device doing functional checks but adjusted the beats and their frequency on the device, no additional information was reported.